Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the clinician experienced difficulty prior to insertion. She was unable to advance the guide wire through the needle all the way due to pre-existing bends in the wire. This was discovered when removed from the package and were not used on the patient. There was no delay in treatment and no patient death or complications reported.